Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ii endoleak and type iiib endoleak complaints are unconfirmed. This is not consistent with the reported adverse event/incident. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The procedure is outside the indications of use (off-label) due to the use of concomitant product usage of non-endologix products (coiling in the sac) not compatible with afx system per the IFU. It is unclear if this contributed to the reported type iiib endoleak. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The patient condition was reportedly stable pre-tertiary operation. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2017 with the implant of an afx bifurcated stent graft, afx vela suprarenal, and afx vela infrarenal. Secondary reintervention treated a type ii endoleak that was causing aneurysm enlargement by coiling the sac on (B)(6) 2021. Reportedly a type ii endoleak has been monitored since 2022. Routine follow-up conducted on (B)(6) 2024 identified a type iiib endoleak. Reintervention plans are to treat the type iiib endoleak with a non-endologix device. The patient status was reported as stable.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2017 with the implant of an afx bifurcated stent graft, afx vela suprarenal, and afx vela infrarenal. Secondary reintervention treated a type ii endoleak that was causing aneurysm enlargement by coiling the sac on (B)(6) 2021. Reportedly a type ii endoleak has been being monitored since 2022. Routine follow-up conducted on (B)(6) 2024, identified a type iiib endoleak. Reintervention is planned for 2025. Patient is reported to be stable.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted. Device iteration is afx with duraply.